Event description:
It was reported that the device was in hardware reset. The patient was hospitalized for other reasons but had inappro- priate shocks for atrial fibrillation while in the hospital. The attending physician was not an ep, and used a non-conventional magnet to stop the device from shocking the patient. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported event of device reset was verified in the laboratory. The device battery was depleted below end of life (eol) levels and the device reset was due to the low battery voltage. The battery depletion was normal based on the number of high voltage charges. The device diagnostics indicated 349 equivalent hv charges.